Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient experienced high blood glucose levels with positive ketones on (B)(6) 2025 due to which patient went to the emergency department. The patient mother stated that due to high blood glucose, the infusion set was changed, and it was noticed that there was blood in the cannula. The blood glucose levels were 26.6mmol/l and ketones levels were 2.4 mmol/l. The patient got treated for high blood glucose from pump and high ketones with a syringe in the hospital. The patient was in the hospital for less than 24 hours. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.